Event description:
I use a medtronic paradigm pump, which on the above date, flashed no delivery for several hours. When I realized how high my blood sugar was -364-, I knew something was very wrong. It was then that I saw the flashing message. I changed the pump apparatus and after several hours, my blood sugars returned to normal. This problem has occurred several times over the years I have had the pump. I have reported the issue to medtronic and they have sent a different pump to me - used pump-. I needed to let you know this, because it has happened several times. Dates of use: 8 years, 2001 - 2009. Diagnosis: diabetic. Event abated after use stopped: yes.